Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the belt failed the functional ECG fall-off test. The cause of the failure was isolated to contamination in ECG b, which damaged components u1 and v3. The root cause of the contamination was ingress of an unknown substance. A patient safety alert was mailed to active patients on 04/24/2017 as a reminder to not expose the lifevest electronic components to liquids. No adverse event resulted from the defective electrode belt.

Event description:
While evaluating electrode belt sn (B)(4) for an unrelated issue, a reportable problem was observed. The electrode belt failed the functional ECG fall-off test.